Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has poor hearing performance with the device.

Manufacturer narrative:
Additional information: based on the received information and measurements from the field, a technical implant failure seems likely. However, to determine an exact root cause, device investigation on the explanted device would be necessary. No information on possible further steps have been received.

Event description:
The user has poor hearing performance with the device. During a routine evaluation multiple channels were found to have low impedance. Additional device testing and a radiological evaluation were scheduled for (B)(6) 2022. However, despite requested, no further information was received.